Manufacturer narrative:
Information from the customer received on 28 aug 2017 stated that following the event, they received instructions from the manufacturer's technical representative to complete the testing and charging cycle of the autopulse li-ion battery (sn (B)(4)) when charging the battery in an autopulse multi chemistry charger. Following this, the battery was able to successfully charge and no further issue was observed on the battery after testing it in the platform. Additionally, the platform used at the time of the event was tested with another battery and functioned as intended. The autopulse li-ion battery in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
As reported, a fully charged autopulse lithium ion battery (sn (B)(4)) showing green battery status indicator leds illuminated was inserted in an autopulse platform (sn unk) and the platform displayed a "replace / recharge battery" message. The issue occurred during routine check and did not involve a patient.